Manufacturer narrative:
A batch record review for lot file for b343 was performed. There were no nonconformances associated with this event type for this lot. This lot met all release requirements. A review of complaints received for lot b343 was performed. There were two other drive tube leaks reported to date for this lot. No trends detected. Service order (B)(4): field engineer replaced the damaged leak strip and proactively replaced upper bearing drive clip. Fe performed checkout procedure. All passed and without error. Repairs have returned this instrument to expected operation. Analysis of the complaint photos and smart card data was performed. The root cause of this failure is the delamination of the bowl end bearing stop caused by gasses building up opposite of the bearing stop gate. (B)(4) has been opened to investigate and track implementation of tightened process controls and verify effectiveness. (B)(4) were opened to investigate and track the mitigation of gas build up within the bearing stop on the opposite side of the gate. No further analysis will be performed or corrective action taken. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).

Event description:
Customer is reporting a drive tube leak name and function of complainant: same as reporter. Customer stated after processing 690 ml, there was a blood leak. Customer aborted the treatment and started the patient on another instrument. The customer stated the leak came from the center of the drive tube and it appeared the guide notches were 2 inches away from where they are normally. Service order number: (B)(4) was dispatched to inspect instrument. Customer submitted photos and will return smart card for investigation.